Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found a cut in tubing at pinch valve pv37. The fse replaced the tubing at pv37 which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained leak of clenz of approximately twenty (20) ml coming from the right side of the coulter lh 500 hematology analyzer onto the counter. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.